Manufacturer narrative:
The crep2 reagent lot number was 794482. The expiration date was not provided. A general reagent issue can be excluded because qc was within range. The field service engineer (fse) detected water overflow in the cuvette caused by a disconnected cell detergent tube. He fixed the cell detergent tube. Precision studies were performed and they were within specifications. The instrument was monitored over time and it was performing within specifications. The fse found that the root cause was a disconnected cell detergent tube leading to water overflow in the cuvette. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with crep gen.2 (crep2) assay on a cobas 6000 c501 module. Sample 1 (patient 1): initial result: 0.4 mg/dl. The customer questioned the initial result as it did not match the patient's history in the customer's laboratory information system (lis) and repeated the sample. 1st repeat result: 1.07 mg/dl. The customer repeated the sample again and the 2nd repeat result (no exact values were provided) was close to the 1st repeat result and, therefore, considered that the repeat results were correct. Sample 2 (patient 2): initial result: 0.10 mg/dl. Repeat result: 1.17 mg/dl. No questionable results were reported outside the laboratory. The repeat results were considered to be correct.